Event description:
This lv lead was explanted and replaced due to reported suboptimal lv lead position. During the replacement, a new lv lead was needed, it was other curve, to cannulate the correct position. The patient was hospitalized. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.